Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported peeling off of the rubber on the insertion tube. The issue occurred during reprocessing. The issue involved an olympus rhino laryngo videoscope. There was no patient involvement.